Manufacturer narrative:
The external visual inspection revealed cut silastic overmold at the fantail. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed kinked electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The device passed the electrical and mechanical tests performed. This is an interim report.

Manufacturer narrative:
(B)(4). The external visual inspection of the device revealed cut silastic overmold at the fantail. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed kinked electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The device passed all of the electrical and mechanical tests performed. The device passed the tests performed. No corrective action indicated this is the final report. This report may be required by medical device reporting regulations contained in title 21 part 803. As provided in the title 21 section 803.16, it does not establish any causal relationship between this device and any event associated with use of the device, nor does advanced bionics® intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient has reportedly experienced ongoing sound quality issues and poor performance with use of the device. Programming adjustments have been made, however this did not resolve the issue. The recipient has been counseled about realistic expectations. Revision surgery has been scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device on the contralateral side.